Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was unable to be interrogated and experienced previous interrogation difficulties. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Device image showed multiple bluetooth connections recorded during the implant duration. Thermal and mechanical testing of the device was performed and revealed no anomalies. The device was able to interrogate without any difficulties. Visual inspection on the header feedthrough pins revealed no foreign material or contamination. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.